Manufacturer narrative:
Additional revised component: star total ankle replacement, tibial component: model #400-264, lot #110602/2726. Device manufacture date: 11/01/2012. Expiration date: 11/01/2017. Star total ankle replacement, sliding core: model 400-140, lot #1037003. Device manufacture date: 05/01/2012. Expiration date: 05/01/2017. Star total ankle replacement system removed due to infection after 1 month of implantation. Device history record shows no anomalies.

Event description:
Patient had star total ankle replacement system removed due to infection.